Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer reported experiencing bone loss. No additional information was reported. The customer said they would like to cancel the treatment and get a refund// they said their dentist is concerned about the custs gum and health// we asked for lor// cust provided lor "I do not believe that this patient is a good candidate for byte because he has mild to moderate bone loss, he builds up calculus extremely dast and thus he neds to be seen visually by a dentist".